Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege that patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address gross loosening of the femoral stem. Minor metallosis was noted. Update: (B)(4) 2012 - litigation papers allege that patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected:reporting number.the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address gross loosening of the femoral stem. Minor metallosis was noted.